Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level on (B)(6) 2022 and customer experienced low blood glucose customer's low blood glucose value was 25 mg/dl and high blood glucose value as 600 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that there was no symptoms related to low blood glucose and high blood glucose level experienced nausea, vomiting and diarrhea symptoms. The customer was treated high blood glucose with intravenous drip and low blood glucose with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The customer will continue the use of device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
On (B)(6), 2022, customer reported having low blood glucose even though basal rate was changed to 0u/hour. Helpline found that the time on the pump was incorrect by 10 hours, so customer was getting 2.8u/hour instead of 0u/hour. Customer also did not eat during that time. Customer has treated the low with food. Customer also was hospitalized on (B)(6), 2022 at 14:00 for high blood glucose of 600mg/dl. Customer had nausea, vomiting, diarrhea. Customer fit the criteria for diabetic ketoacidosis. Customer said her high blood glucose was from over eating and having food poisoning. Pump passed self-test. Pump was using the pump at the time of the low event. Pump was likely used at the time of the high event. Auto mode was not used for the low event. It is unknown if auto mode was used for the high event. It is unknown if sensor was used for the low and high events.